Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The device was received operative and in good condition. External/internal inspection was performed and passed. Device powered up properly and no errors occurred. Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.145 to 0.011 ohms when the pem/ground stud wire was agitated. The poorly seated pem/ground stud wire caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the rite failure of ground bond failure was determined to be caused by a poorly seated pem/ground stud wire. Scrap pem/ground stud wire. Device was sent to servicing.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Rite test failure, no patient involved.